Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported that the lancet protrudes beyond the end cap of the device.